Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer stated that every week, the time on the pump has to be updated by a few minutes to match the correct time. The customers blood glucose level was not impacted. Troubleshooting with tandem technical support was performed. Review of pump data indicated the time on the pump had changed 5 minutes on (B)(6) and 1.3 minutes on (B)(6). It was indicated that the customer would continue to use the pump until the replacement arrives.